Event description:
The customer reported the system displayed on error message. The fse clarified that the error message displayed was a generator error and the system locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.